Event description:
It was reported that both the right atrial (ra) and right ventricular (rv) leads had oversensing and noise due to a possible crush. It was also reported that the device had sensing difficulties and the atrial oversensing caused an inappropriate mode switch. The device was reprogrammed to single chamber fixed rate (vvi) as a back-up and remains in use. The sensitivity was reprogrammed for both the rv and ra leads. Both the rv and ra leads continue to be monitored by the physician and are still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Model number emdr01 is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Five ventricular non-sustained tachycardia (v-nst)<=185 ms between (B)(4) 2012.